Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a hyperglycemia event while using the ilet system, with blood glucose reaching 237 mg/dl and trending upward after a supply change; the caregiver initiated an extra meal announcement as a correction despite no food intake, and the agent advised against using meal announcements for correction because it can lead to hypoglycemia and confuse the system. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact, and no hospitalization or medical intervention. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface, specifically use of a meal announcement for correction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.